Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade ii.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Devices have been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: two openings observed on anterior side assessed as a surgical impact opening (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Stress marks observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Devices have been explanted.